Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the tip of the guide wire was torqued several times with a torque device thus resulting in the reported tip detachment. It should be noted the hi-torque guide wires for ptca, pta, and stents instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified tibial artery that did not have any tortuosity. A 10 cm command 18 guide wire was used. Four millimeters away from the distal tip was bent into a j-shape, and a second bend was made 10 mm away from the tip before advancing the guide wire into the anatomy and crossing the lesion. The tip of the guide wire was then torqued several times with a torque device; however, 3 cm away from the distal tip was corkscrewed and 1 cm away from the distal tip was separated in the anatomy. Therefore, the proximal part of the device was simply withdrawn and the tip was removed with an unspecified non-abbott catheter. A second 10 cm command 18 guide wire was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.